Manufacturer narrative:
Concomitant medical products: 407658, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during supra ventricular tachycardia (svt) episode resulting in misclassification of arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.